Event description:
It was reported that during a procedure to treat a de novo lesion in the mid right coronary artery with moderate tortuosity and moderate calcification, a 3.5x23 rx multi-link 8 stent delivery system was advanced with resistance into the non-abbott guide catheter extension, some force was applied, and the stent dislodged from the balloon inside of the non-abbott guide catheter extension. Reportedly, the non-abbott guide catheter extension was removed with the dislodged stent inside without resistance. A 3.0x23 multi-link 8 stent was implanted to treat the target lesion. There was no adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the multilink 8 stent delivery system instructions for use states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system component. Based on the information reviewed, there is no indication of a product deficiency.